Event description:
It was reported that there has been a progressive loss of functional electrode channels over a period of time. Currently 7 of the 12 electrode channels are reported as hi. The 5 remaining channels are reported as ok, but 3 of these electrode channels have atypically high impedances. There is a likely loss of derived benefit due to the reduction of viable electrode channels.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.